Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas would not power on despite charging for over two hours, showing a solid green indicator and remaining inoperative after outlet changes; a replacement device was arranged and instructions regarding delivery, return, and shutdown were communicated, and the issue was characterized as a charging problem involving the battery charger component. Symptoms included hyperglycemia, with a reported peak blood glucose of 249 mg/dl and elevated glucose lasting a couple of hours. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this device revealed a power source problem associated with the charger, consistent with a device charging problem localized to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.